Event description:
It was reported that an overdischarge (od) condition was suspected on the patient¿s implantable neurostimulator (ins) as they failed to charge the ins because a friend was diagnosed with cancer and they became the caregiver. A physician mode recharge (pmr) was unable to activate or reset the ins device after 5 attempts. The patient was on fentanyl 25 mcgto control the leg pain as a result of the ins battery being dead (od). The physician decided to replace the ins because the patient had 100% pain relief from the stimulation therapy and was performed on (B)(6) 2015. It was noted that intra-operatively, that the loss of ins battery communication possibly due to the ins battery depth and weight gain by the patient. In addition to the ins being replaced, the pocket was revised. The patient was reported as receiving effective stimulation. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # la8637, implanted: (B)(6) 2003, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).